Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that after surgery, the pt was put into a holding area. It was further reported that at that time, the medical staff noticed that the blade used in surgery did not have a tip. An x-ray was taken on the pt and it was noticed that the tip of the blade was in the knee of the pt. It was further reported that the pt had to undergo a second surgery in order to remove the tip. The tip was 6mm in length.